Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative from laparoscopic roux en y gastric bypass, while patient was in the post-anesthesia care unit, gastrointestinal bleeding (500 cc or more) was observed. The patient was transferred to another facility for a higher level of care. There was tissue damage. Blood transfusion had to be performed and hospitalization was extended by 2-3 days as a result of the event.